Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda). It was noted that a slight rupture on the pml was observed. To stabilize the slda clip, two additional clips were implanted, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
H6 health effect - clinical code 4582 was removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. Unspecified tissue injury appears to be due to the slda. Tissue damage is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.